Event description:
The customer reported the loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and suspects a broken wire in the image intensifier, but no conclusion can be drawn as repair info is not available.